Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the white delivery tube of a 6f¿7f mynxgrip vascular closure device (vcd) did not appear during carotid artery stenosis surgery. Closure failed, and hemostasis was achieved with a compression device. There was no reported patient injury. The procedure used a retrograde puncture approach, and the deployer was mynx certified. A 6f non-cordis sheath was used. Femoral artery suitability was verified by angiography, including confirmation of the vascular sheath introducer insertion angle. The vessel type was arterial, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease or calcification present near the puncture site. The operator fully shuttled the device down with no significant resistance and no unusual force applied during sheath retraction. The advancer tube was not visible. The device will be returned for evaluation.